Manufacturer narrative:
Per tandem's t:slim user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer inadvertently entered the wrong unit on the pump and delivered too much insulin. Reportedly, the customer wanted to deliver 5 units but instead delivered 20 units. The customer's blood glucose (bg) level ranged from 263-287 mg/dl. To address the bg level, the customer delivered a correction bolus. During a follow-up call on (B)(6) 2017, the customer confirmed bg level was 225 mg/dl, and declined further follow-up from tandem technical support.